Event description:
A malfunction was reported on the pump, but no notable events occurred before the issue, and it did not adversely affect the customer's blood glucose level. Technical support provided the customer with instructions to reset the pump, which resolved the issue as the malfunction did not recur. The customer was advised to continue using the pump and to contact technical support if any further issues arise.